Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00651, 00652, 00653.

Event description:
Allegedly revised due to loosening.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visual examination. Complaint history reviewed. Device history record reviewed and indicates that product met specification when manufactured. Review of package insert . Upon visual examination the cup exhibits a small amount of bone growth on the porous surface. The inside of the cup exhibits scratches and damage that appear to have occurred during or after removal. There were no abnormal wear indications present. Migration from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity is listed as an adverse effect in the package insert for these products. No radiographic images or surgical information was provided to determine the positioning of the cup. No product related issues were isolated concerning the event. No corrective action required as no item or lot specific issues have been identified and trending is ongoing for this type of complaint.